Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: method of use-posology ¿ juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported that one syringe of juvéderm voluma with lidocaine had the plunger release and ¿left¿ at the time that the product would be aspirated using a 40x13mm needle. It was "impossible to proceed with the injection." There was patient contact with the syringe. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found a 1.0 ml syringe full of gel received with the needle still attached to syringe into an opened pack. No defect observed to syringe, the plunger rod is well inserted into syringe at the right position.

Event description:
Healthcare professional reported that one syringe of juvederm voluma with lidocaine had the plunger release and ¿left¿ at the time that the product would be aspirated using a 40x13mm needle. It was "impossible to proceed with the injection." There was patient contact with the syringe. There were no injuries.